Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on may 15, 2019. Upon further investigation of the reported event, the following information is new and/or changed: h6 (identification of evaluation codes (11, 3331, 3221, 4315). Method code #1: 11 - testing of device from same lot/batch retained by manufacturer, method code #2: 3331- analysis of production records, method code #3: 4114 - device not returned, results code: 3221 - no findings available, conclusions code: 4315 - cause not established. The sample was not returned for evaluation. A retention sample from the same product and lot number was obtained, no damage was noted anywhere on the device. All capiox units are 100% visually inspected at several points in the production process. It is likely that the observed damage caused by a shock force at some point during the handling of the product; however, when or how this shock force was applied was not able to be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during out of box, a cracked was noted on the venous inlet. *no patient involvement.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. The affected sample was inspected upon receipt. It was observed that the blood inlet port on the oxygenator was broken off. A retention sample from the same lot number was obtained and visually inspected; it was confirmed that all ports were intact and no anomalies noted related to the damage on the ports or anywhere on the device. All capiox units are 100% visually inspected at several points in the production process. It is likely that the observed damage was caused by a shock force at some point during the handling of the product; however, when or how this shock force was applied was not able to be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on jun 19, 2019. Upon further investigation of the reported event, the following information is new and/or changed: d10 (device availability ¿ added date returned to manufacturer) g4 (date received by manufacturer) g7 (indication that this is a follow-up report) h2 (follow-up due to additional information) h3 (device evaluation anticipated by manufacturer ¿ a third follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11.) All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.